Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the united kingdom, post deployment, patient experienced complete third degree atrioventricular (av) block and a permanent pacemaker was implanted. Edwards received notification of an evoque valve in tricuspid position where final valve deployment was at annular level. Initially after deployment, the patient had a regular rhythm of 46 bpm with complete left bundle branch block (lbbb). Due to the atrial fibrillation at baseline, it was assumed and confirmed with electrophysiology (ep) that there was a complete av block. A permanent pacemaker was implanted. The physician believes the root cause of the event was the evoque deployment being very close to the interventricular (IV) membranous septum.